Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication, with a 2 ml bolus dose, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported "the pump had delivered 44 boluses of 2ml with the total infused being 88ml according to the program, however the actual volume delivered was 68ml." The device was removed from clinical service. There were no reported adverse patient effects. Though requested, no additional information was provided, including if medical interventions were required and if therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the most recent programming indicates on (B)(6) 2011 at 1428, device was programmed to deliver in the bolus only delivery in mg, with a concentration of 1mg/ml, a 2mg bolus dose, a 6 minute bolus lockout, a 12mg 1hr limit and a 250mg container size. At 1430, the delivery was started. Between 1435 and 2341, five 2mg pt initiated bolus deliveries occurred. A new date stamp of (B)(6) 2011 occurred. Between 2414 and 0418, four 2mg pt initiated bolus deliveries occurred. Between 1732 and 1733, the delivery was stopped, the program was cleared and the device is reprogrammed with the same program settings. Between 1734 and 1736, there was a bolus demand, a check cassette alarm occurred, the delivery was stopped and a partial 1.2mg pt initiated bolus delivery occurred. At 1737, the program was cleared and the device was reprogrammed with the same program settings. Between 1753 and 2354, twelve 2mg pt initiated bolus deliveries occurred. A new date stamp of (B)(6) 2011 occurred. Between 2442 and 2146 seventeen 2mg pt initiated bolus deliveries occurred. A new date of (B)(6) 2011 occurred. Between 2413 and 1548, five 2mg pt initiated bolus deliveries occurred. A new date stamp of (B)(6) 2011 occurred. Between 1107 and 1108, the delivery was stopped and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.